Event description:
It was reported that the patient presented in-clinic for a follow-up with non sustained vt episodes due to noise. The noise was not reproducible with isometric testing. Capture anomaly was also observed. It was noted that the patient has an old inactive lead, and was suspected both inactive and active leads may be making intermittent contacts. The lead was explanted and replaced without any issues.

Manufacturer narrative:
A partial lead with the distal tip measuring 51.9cm was returned for analysis. The suture sleeve tie down was noted at 38.2 cm from the distal tip. A fracture of the inner coil was noted distal to the suture sleeve tie impression, consistent with the field observation of noise.